Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to systemic infection causing acute paralysis. Moreover, discomfort and pain were also reported. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
This supplemental report was created to update h6: patient codes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to systemic infection causing acute paralysis. Moreover, discomfort and pain were also reported. There were no additional adverse patient effects reported. The ra lead was explanted.